Event description:
During the procedure, robotic assisted laparoscopic total hysterectomy bilateral salpingectomy, the tip cover accessory of the monopolar scissors came off of the scissors in the abdominal cavity. The tip cover was retrieved intact, the scissors were removed, and a new monopolar scissors with tip cover was used to complete the surgical procedure. The pt did not have any adverse outcome from this event, but it required a separate retrieval of the tip cover. The scissors were also replaced and removed from service in an abundance of caution.